Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm readings ranged between 54 and 69 mg/dl. In response, the patient self-treated with glucose, which resulted in a temporary increase in cgm readings to 70 mg/dl. Although the patient did not experience any symptoms, they went to the emergency room due to concern that the cgm readings were not improving. At the hospital, a fingerstick blood glucose reading was recorded at over 500 mg/dl. The patient could not recall the cgm reading at that time. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU), where they were treated with intravenous insulin. The patient was discharged the following day with a blood glucose reading of 134 mg/dl. There was no documentation of further medical evaluation or follow-up intervention. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. At the time of reporting, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined as there was no log data to review. No additional patient or event information is available.